Event description:
Covidien received, a report alleging that the device's audio volume could not turn up. Failure was found during test, no pt incident.

Manufacturer narrative:
Customer declined returning the device for eval. The service history record was reviewed and there were no similar complaints or services performed for this unit.